Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was very difficult charging. A week ago, the charging system suddenly lost connectivity with the ins, without any movement on the patient¿s part. There were no external contributing factors. Diagnostics/troubleshooting was performed. In 5 minutes, the charging system loses connection with the ins. A new recharger was given to the patient, but with the same results/problem. It was noted that this is the patient¿s second ins and was accustomed to recharging. There has never been a problem. The issue was not resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.